Manufacturer narrative:
Additional information received from a clinical adverse event form adjudicated the event as right-sided facial nerve palsy and as severe, requiring speech therapy. As of (B)(6) 2021 the event is considered ongoing.

Event description:
It was reported that following an ablation procedure, the physician reported that the patient experienced left sided facial weakness last night (day of case) and into the following morning. The physician indicated the imaging showed the "mastoid was drilled through, near the course of the nerve". The patient received speech therapy.